Manufacturer narrative:
Review of the software logs revealed that during the probe confirmation step, the physican selected the incorrect probe position which told the software that the probe was deeper than it actually was and the monitoring slices were deeper than where they should have been set. The software relies on the user to confirm the probe at its current location. Hence, the user was not monitoring the correct slices during treatment. The IFU clearly instructs about the importance of confirming the correct probe position. The user must ensure the actual probe position is confirmed by in the software. Failure to do so can result in not being able to monitor the correct treatment slices during treatment. Although there was no malfunction of the software and the patient was treated successfully and without any adverse effects, there is a potential for patient harm if the probe position reported to the software is incorrect and treatment is administred in the incorrect location.

Event description:
During a tumor ablation procedure, the images provided by the system were only showing yellow and blue burn lines in the most superficial slice. There was no data shown in the two deeper slices. The patient did not experience any adverse effects from this event and imaging at the end of the case confirmed most of the lesion was treated.